Manufacturer narrative:
(B)(4). Date sent: 5/23/2025. D4: batch #108d31. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with the closing trigger and anvil in the closed position. Also, the knife was noted partially advance. The manual override door out of position; the override lever was up which denotes that the knife was manually returned. The knife was returned to home position manually and one gst60w reload was loaded in the device. The cartridge reload was received fully fired. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 108d31, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, could not open the jaw. Used rbrb and manual override to open the jaw and removed the device. There were no adverse consequences to the patient. No additional information could be provided.